Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal contact and the coil delivery wire was found to be kinked/bent. The coil and coil delivery wire was seen to be broken/fractured. The main coil was seen to be tangled. The main coil was seen to be stretched. Functional inspection cannot be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu. Also, additional information indicated that continuous flush was set up and maintained throughout the clinical procedure. During the analysis, the proximal contact was seen to be kinked, the coil delivery wire was seen to be kinked/bent, the coil was seen to be broken/fractured, the coil delivery wire was seen to be broken, the main coil was seen to be tangled, the main coil was seen to be stretched. Therefore the as reported code 'coil in catheter friction', as well the as analyzed codes, 'coil delivery wire broken/fractured during use', 'main coil broken/fractured during use', 'main coil tangled' and 'main coil stretched' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed codes, 'coil proximal contact kinked/bent' and 'coil delivery wire kinked bent' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found the main coil and coil delivery wire was found broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.